Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information was requested, and the following was received: could you please provide more details for " stapler did not staple correctly"? - not fired across a staple line. Did the device staple? If the device stapled, was the staple line complete? - device stapled but not completely. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? - legs were straight up. Did the device cut? If the device cut, was the cut line complete? - cut line not complete. Were the cut line and staple lines equal? Was the device fired across a staple line? Please provide details as to how the reload did not work. Did the reload lock out and would not work? - reload did not lock out. Did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? If the device cut and stapled, were there any staples missing from the staple line? How was the procedure completed?

Event description:
It was reported that during a bowel procedure the stapler did not staple correctly, delaying the case by five minutes. It was completed with no consequences.

Manufacturer narrative:
(B)(4). Date sent: 03/19/2021. Batch # u5cg5w. H6: component code others (g07). Photographic evaluation: during the visual analysis of one screenshot, the following was observed: the photo shows a staple line on the tissue and four staples leg appears to be not properly formed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with no apparent damage and with five reloads present. The reloads (b, c, d, e & f) were returned fully fired. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.